Event description:
A vns patient had a prophylactic generator replacement. The explanted generator was returned for product analysis. However, a comprehensive automated electrical evaluation showed that the pulse generator is not operating according to functional specifications. The pulse generator unit failed the feed-thru capacitor tests (back-up cap pos to can and back-up cap neg to can). The pulse generator module performed according to functional specifications. With the exception of the noted condition, there were no adverse findings that would inhibit the product from performing as intended. The most probable root cause for the backup capacitor tests was identified to be an open capacitor, which manipulation of the feed-thru wires may have been a contributing factor.